Manufacturer narrative:
During the eval of the device at the MFR's service center, the device failed a step during testing. The device's active exhalation control module was replaced to address the issue.

Event description:
A ventilator was returned to the MFR for routine preventative maintenance. There was no allegation of device malfunction. The device was not in pt use.